Event description:
It was reported the ¿therapy did not seem to be working¿ for the patient and that the patient ¿fell and broke her hip¿ on (B)(6) 2012. It was noted the patient was in a wheel chair at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v335185, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (b)(7) 2010, product type: extension. Product ID: 3387s-40, lot# v335517, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).